Event description:
On (B)(6) 2013, the pt underwent surgical intervention (reference MFR report #: 1627487-2013-03551 and 1627487-2013-03980). During the procedure, the doctor attempted to implant two replacement leads (from the same lot) but was unsuccessful due to scar tissue being present. In the attempt to place both leads, the pt experienced a cerebrospinal fluid leak. As a result, the procedure was abandoned. The pt experienced a headache post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.